Event description:
It was reported that atrial lead exhibited over sensed noise. It was also suspected that right ventricular (rv) lead and atrial lead had fractured. No intervention was performed. There were no patient consequences.